Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 16-year-old male patient underwent a bone biopsy procedure using the trek bone marrow biopsy kit. During procedure, the tip of the needle allegedly broke off in the patient's bone. It was further reported that the manual hand piece allegedly broke when attempting to retrieve the core from the cannula post biopsy and the broken piece was left stuck in the patient's bone. The procedure was completed using another device. The current status of patient unknown.